Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the printed circuit board failure could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted due to additional information provided by the facility. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
It was further reported, the procedure was completed by restarting the device.

Manufacturer narrative:
The device was returned and customer allegation was confirmed. The sudden power loss was due to circuit board failure. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, high flow insufflation unit exhibited sudden power failure during an unknown procedure. There were no reports of patient harm associated with the event.